Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a new implant for a week and stated that it was shocking at the battery site. The cause was unknown. All impedances were checked on the lead during the procedure and were within range. The hcp said there was no reason to replace the leads at the time the ins was placed as they showed they were functioning. The patient is scheduled for a post-op appointment where an additional impedance check and diagnostic will be performed to determine why the patient is still reporting the shocking.